Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and the barrel walls were found with excessive glue from the quick-set tape.

Event description:
Customer reported issues with the serter. Customer stated her blood glucose was 400 mg/dl. Troubleshooting was performed for insertion issues. Issues were resolved by reviewing proper use of the serter. Customer was advised to remove the infusion set and change it out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.